Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined, however based upon the reported phenomenon, there was the possibility that the failure of the main circuit board was attributed to the abnormality detection in the internal circuit due to the failure of the pressure sensor on the main circuit board. The cause of the failure of the pressure sensor was presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon due to the failure of the main circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the gasket and the flat cable were damaged, and the front panel display was not light up. There was no report of patient injury associated with the event.